Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. Customer attempted the test and received error 6 prior to receiving results on the day of the event. Customer stated the heater plate of the meter was contaminated. This could cause the reported error message. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 2:54 pm, the meter result was >8.0 inr. At 3:01 pm, the meter result was >8.0 inr. At 4:52 pm, the meter result was >8.0 inr. At 5:00 pm, the meter result was 5.1 inr. Customer's therapeutic range is 2.0-3.0 inr, and he tests once per month.